Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 39 mg/dl. The customer was treated with a peanut butter and jelly sandwich and a cup of milk. Customer was assisted with suspending the insulin pump. Their blood glucose had gone up to 87 mg/dl after insulin pump suspended. The device will not be returned for analysis.